Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy, the motor drive unit stopped working. The procedure was completed with a surgical delay of 40 minutes using a competitor device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.